Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to lead noise. Lead insulation damage was suspected. Programming changes were made and the oversensing of noise was minimized. The lead remains implanted.